Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device and presented to the hospital. Upon interrogation, the device was found to be at end of life (eol) battery status. During the interrogation, an error message was displayed that indicated the programmer needed to be reset. A boston scientific technical services consultant discussed performing a magnet reset of the device; the device was reinterrogated and the eol message appeared again. A device replacement was scheduled for the following week, and the device data was submitted for technical services and engineering review. The device had been implanted for approximately three months. No adverse patient effects were reported.

Manufacturer narrative:
A review of device data noted invalid device parameters, including timestamps, number of charges, and number of shocks. The out-of-range parameters resulted in the programmer displaying red screens during the interrogation. The battery voltage was confirmed to be below eol and the device may not be able to charge to 80 joules to deliver therapy. Telemetry issues may also be observed at this battery level. The device had several out-of-range memory parameters, which may have been caused by memory corruption due to the excessively low battery voltage. An ambulatory device reset likely occurred, consistent with the limited diagnostic data available at the interrogation. Immediate device replacement was recommended due to the low battery voltage. Therefore, the device was explanted and replaced. The device was returned for analysis. This report will be updated when analysis is complete.